Event description:
It was reported that the catheter broke. A fathom 16x 180cm renegade hi-flo 135cmx20 was selected for a transcatheter arterial chemoembolization (tace) procedure. During preparation, there was noted to be strong resistance when removing the device from the carrier hoop and the microcatheter broke in the middle. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.

Event description:
It was reported that the catheter broke. A fathom 16x 180cm renegade hi-flo 135cmx20 was selected for a transcatheter arterial chemoembolization (tace) procedure. During preparation, there was noted to be strong resistance when removing the device from the carrier hoop and the microcatheter broke in the middle. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure. It was further reported that upon removal, the catheter was flushed and then removed from the carrier tube. However, resistance was still felt in removing the device from the packaging. With more time flushing, it became less difficult to remove.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a renegade hi-flo microcatheter in the hoop. The device could not initially be removed from the hoop until the hoop was flushed with fluid. Once hydrated, the device was easily removed. Analysis of the tip, inner/outer shaft, and hub/strain relief included microscopic and visual inspection. Inspection revealed an outer shaft fracture 29.1cm from the strain relief, and the inner shaft was stretched between the outer shaft fracture faces. Inspection of the rest of the device found no other damage or defect.